Event description:
It was reported that the silicone embolectomy catheter was inserted into patient's artery and inflated using the parameters given on the device (using a syringe). When device was inflated the balloon burst. Catheter was removed from patient and then removed from the back table; not used again. No injury was reported to the patient.

Manufacturer narrative:
We have not received the device for evaluation. Therefore, we could not conclusively determine the root cause of the incident. Balloon rupture is a known complication with this type of product and is not an indication of a systemic issue with the product. As stated in the IFU: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, plaque, arterial dissection, and hemorrhage. Exposure to calcified plaques may increase the risk of balloon rupture. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.